Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The screws were discarded, therefore no product evaluation can be performed. There is no indication the screws did not function as intended, they were explanted as a result of the tmj components being explanted. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of six for the same event, see also 1032347-2015-00344, 1032347-2015-00345, 1032347-2015-00346, 1032347-2015-00347 and 1032347-2015-00349.

Event description:
It is reported that the surgeon stated it seems that the mandibular component of the patient matched implant was too long, therefore, there was too much pressure on the joint. It is reported after surgery the patient had strong pain. On (B)(6) 2015 there was a revision surgery to remove the patient matched tmj implant and implant a stock prosthesis.